Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on and charge it. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to remove pump from case, try different button presses and charging steps, and observe led behavior, but pump still did not turn on, so pump replacement was arranged. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode and return it with a prepaid label, and was advised to program settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.